Manufacturer narrative:
Examination of the submitted device did not identify any manufacturing defects. The investigation could not draw any conclusions about the reported dislocation; however, the initial reporting stated the dislocation was due to osteophytes and hyperextension. Published studies indicate that the incidence of bearing dislocation is very low and almost always attributed to improper flexion/extension gap balance. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any additional reports against the manufacturing lot. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address dislocation.